Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion. During the procedure, it was noted that the delivery shaft of the stent was fractured over 15 cm from the hub. The device was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found a hypotube break 19cm distal to the distal end of the strain relief as well as multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion. During the procedure, it was noted that the delivery shaft of the stent was fractured over 15 cm from the hub. The device was removed with a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.